Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 33-year-old female patient who had essure (batch no. B02266 - left side) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("normal bleeding (vaginal)"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 2-aug-2018: this case is medically confirmed. Reporter information was added. This case concerns 33 year old patient. Her demographic was updated. Essure reported indication was amended. Essure insertion and removal date was updated. Essure lot number was added. Treatment medication was amended. Per plaintiff fact sheet following events: abnormal bleeding (vaginal), depression, anxiety were added. She had not recovered from the aforementioned events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 33-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("normal bleeding (vaginal)"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed in december 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and menorrhagia ('menstrual hemorrhaging/abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concomitant products included ibuprofen and iron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("normal bleeding (vaginal)"), 4 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, menorrhagia and vaginal bleeding. Essure remove date was updated to 30-dec-2016 as per pif discrepancy was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, menorrhagia and vaginal bleeding" was changed to recovered/resolved". Essure remove date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and heavy menstrual bleeding ('menstrual hemorrhaging/abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concomitant products included ibuprofen and iron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("normal bleeding (vaginal)"), 4 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the depression and anxiety had not resolved. The reporter considered anxiety, depression, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, menorrhagia and vaginal bleeding. Essure remove date was updated to (B)(6) 2016 as per pif discrepancy was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: essure device was successfully occluded. Lot number: b02266, manufacture date: 2013-02, expiration date: 2016-02-29. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and menorrhagia ('menstrual hemorrhaging/abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concomitant products included ibuprofen and iron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("normal bleeding (vaginal)"), 4 months 20 days after insertion of essure. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, menorrhagia and vaginal bleeding. Essure remove date was updated to (B)(6) 2016 as per pif discrepancy was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of events "pelvic pain, menorrhagia and vaginal bleeding" was changed to recovered/resolved". Essure remove date was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (removal of her fallopian tubes ). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.